Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported at 12:45 am she activated a new pod and her blood glucose and insulin history are as follows: time: 1:20 am, bg (mg/dl): 255, bolus (u): 1.0. Time: 2:13 am, bg (mg/dl): 313. At 2:17 am, the pod was deactivated and she noticed the cannula was bent.